Event description:
It was reported that following a coronary artery stenting treatment procedure, the patient had sub-acute stent thrombosis and expired. In (B)(6) 2013, a 2.75x28mm promus element stent was implanted. The patient was discharged 2 days later since patient was stable and normal. 6 days post index procedure, the physician received a call from tenders stating that the patient expired. The physician suspected that the death was due to sub-acute thrombosis. No additional information is available at this time.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).